Event description:
It was reported that the procedure was to treat a lesion in the supra-aortic artery trunk of the carotid artery. The emboshield nav 6 embolic protection system (eps) was advanced, however, the filter only partially opened. There was difficulty in retrieving the partially opened filter with the retrieval catheter but no dissections occurred. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation failure and retraction problem were unable to be confirmed, as the filtration element and retrieval catheter were not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that anatomical conditions prevented the filtration element from fully expanding and contributed to the difficulty retrieving the filter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.